Manufacturer narrative:
Investigation summary: bd received one sample and five photos for investigation. The sample was visually inspected for cracks and did not pass inspection. The photos depict multiple samples with cracks. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, five (5) tubes were found to be cracked. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, five (5) tubes were found to be cracked. No adverse impact was reported for the patient or the user.